Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 09/30/2015, the reporter contacted lifescan (lfs) USA on behalf of her son alleging that her son's onetouch verio iq meter had a power issue - the meter would not turn on. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow up call with the reporter. The reporter stated that the alleged issue occurred during the evening of (B)(6) 2015. The reporter stated that the patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results and did not make any changes to this regimen as a result of the alleged meter issue. "2 days" after the alleged product issue occurred, it was reported that the patient developed "mild urinary ketones" and was "tired". The reporter informed the mss that no medical treatment was received as a result of these symptoms and the reporter ensured that the patient followed their normal "sick day routine" in response to the symptoms which were associated with high blood sugar levels. No blood glucose measurements were made on any other device at this time. At the time of troubleshooting the cca noted that the patient did not have test strips available to perform a retest on the subject meter. There was no misuse of the product. The patient's products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient was unable to measure their blood glucose using the subject meter which led to them developing symptoms which are indicative of serious injury after the alleged product issue began.